Event description:
A female patient contacted lifecor customer support to report that the system will not power up. She stated that she tried both battery packs and neither one will power on the system. A patient services representative (psr) visited the patient. The psr stated that when he moved around the cord on the battery charger base, the leds would all come on at once. The psr replaced the patient's battery charger and gave the patient two fully charged battery packs.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger has been completed. The reported problem was reproduced. The charger was defective when evaluated. The power cord connector was defective. The charger was fully functional with other power cords. The power cord connector was repaired and restocked. The root cause of the defective power cord connector is unknown but is likely due to mismatch of the power cord connector with the base station. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger.